Manufacturer narrative:
Dentist was performing a standard treatment with an electrical dental handpiece on tooth # 2 & 3 when handpiece heated up and burned pt on cheek. The pt was given ora5 liquid and debacterol in the office. The analysis of the handpiece did show that the bearings were gritty and the chuck slipped. The heat up was reproducible. It was also found that the handpiece had never been sent in for repair since the purchase in 10/2008, hence it is normal wear of the bearings. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
Dentist was performing a standard treatment with an electrical dental handpiece on tooth #2 & 3 when handpiece heated up and burned pt on cheek.